Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, arrhythmia and asystole. The pacing lead exhibited increase of threshold, excessive slack and micro dislodgement. The lead was capped and replaced. No further patient complications have been reported as a result of this event.